Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the cracked battery tube threads and serial number label faded. The pump was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. (B)(4).

Event description:
Information received by medtronic indicated that there was moisture behind the screen. The screen did not work they can see sticker and serial number was not there either. The customer stated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.